Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) ((B)(4)). (B)(4) evaluated the subject device and confirmed that the shape of the bending section was abnormal and the part of the bending tube inside of the bending section was detached from the tube. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, the user facility noticed that the bending section of the subject device did not work properly, and it was necessary to replace the device. There was no report of patient injury with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The insertion portion of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon could not be confirmed because only the insertion portion was returned. The evaluation by omsc confirmed that there was an abnormal appearance (stepped shape) of the bending section of the subject device and a part for guiding of angulation wire (cable support) was detached from the bending section tube. There was no irregularity in other portion and parts. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Based on the past similar case, it is surmised that abnormal appearance occurred as the cable support detached from the bending section of the subject device. Based on the past similar case, it is surmised that the cable support was detached because the bending section was forcibly angulated in up direction while the angulation was locked in down direction.